Manufacturer narrative:
Visual analysis was performed on the returned product. The retraction problem and difficult to advance were unable to be confirmed due to the condition of the returned device. The damage to the retrieval catheter tip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported retraction problem was likely related to circumstances of the procedure. It is likely that retrieval catheter kinked while advancing through the guiding catheter resulting in resistance and difficulty retracting the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery (rica) with 70% stenosis, heavy calcification and moderate tortuosity. The emboshield nav 6 embolic protection system (eps) was prepared without issues and used in the procedure. However, there was resistance with the guiding catheter when the retrieval catheter was advanced to remove the filter after the procedure. During pull back of the barewire to load the filter into the retrieval catheter, there was resistance and the retrieval catheter was noted to be kinked. The barewire was pulled back firmly and successfully loaded the filter into the retrieval catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.